Manufacturer narrative:
(B)(4)

Event description:
It was reported that the blood leakage from the hemostasis valve of the sheath was confirmed while in use of the sheath together with 8fr swanganz catheter to a patient.as a result, a new kit was opened.

Event description:
It was reported that the blood leakage from the hemostasis valve of the sheath was confirmed while in use of the sheath together with 8fr swanganz catheter to a patient. As a result, a new kit was opened.

Manufacturer narrative:
(B)(4). The customer returned the lidstock and psi sheath/dilator assembly from an aj-09903a kit for evaluation. A catheter was not returned for evaluation. No issues were identified with the psi sheath/dilator assembly. Functional inspection was performed per (B)(4), which references bs en iso 11070 for testing criteria. The amrq states that "there shall be no leakage past the hemostasis valve when test using a pressure of 20-21 kpa". The returned psi sheath was connected to a lab leak tester and the distal tip of the sheath was occluded. The sheath was tested at 21 kpa and no leaks were observed. A device history record review was performed on the psi sheath and no relevant findings were identified. The customer reported issue of the hemostasis valve leaking could not be confirmed during the complaint investigation. The customer returned one psi sheath for evaluation. Functional testing was performed and no leaks were observed. A device history record review was performed on the psi sheath and no relevant findings were identified. Based on the information provided and the sample received the complaint issue could not be confirmed. Teleflex will continue to monitor and trend for reports of this nature.